Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion was pre-dilated with a hi-pressure balloon catheter. The physician then attempted to place a taxus express2 2.5x24mm drug eluting stent to the 99% stenosed lesion located in the calcified and severely tortuous right coronary artery (rca), but was unable to cross the balloon. Upon removal of the stent delivery system, it was noted that the stent was flared. The procedure was completed with another taxus stent, same size. No patient injuries or complications were reported. Patient status post procedure is noted as good.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specification at the time of release to distribution. The most probable root cause classification for this event is operational context.